Manufacturer narrative:
As per the report, "team member was using 21g butterfly to obtain blood specimen. After completion of draw, button to retract needle was pushed, but needle only retracted half-way posing risk of sharps injury. Device and packaging saved. When team member was explaining what happened, the needle clicked again and completed the retraction". No medical intervention, serious injury, or follow-up care has been reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
As per the report, "team member was using 21g butterfly to obtain blood specimen. After completion of draw, button to retract needle was pushed, but needle only retracted half-way posing risk of sharps injury. Device and packaging saved. When team member was explaining what happened, the needle clicked again and completed the retraction".